Manufacturer narrative:
A ge service representative performed an onsite investigation. A loose connection at the io transition pcb and image intensifier power supply was identified. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.